Event description:
It was reported that the patient experienced glycemic variability attributed to overtreatment of hypoglycemia while using the ilet, and the user was educated to treat lows with small carbohydrate increments to raise glucose just above 70 mg/dl. Symptoms included hypoglycemia. Outcomes included temporary disruption to blood glucose control without hospitalization. Investigation included review of device use, user technique, and clinical history through customer consultation. Investigation of this case revealed user-related overtreatment of low glucose as the likely contributor to the rollercoaster pattern. It was concluded that the device functioned as designed and that user education on appropriate low-glucose treatment was indicated.